Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported the lends was at the wrong axis following an intraocular lens (iol) implant surgery. Additional information has been requested.